Event description:
It was reported that during the implant procedure of a transcatheter valve, a non-medtronic leaf splitting device was used to split the right leaflet. During the leaf splitting procedure, a left ventricle (lv) perforation was observed and the patient died. The cause of death was reported to be due to the lv perforation. Per the physician, the guidewire was suspect to have caused the perforation, and the non-medtronic splitting device was a contributing factor. Per the physician, the valve did not cause or contribute to the death.

Manufacturer narrative:
Section d references the main component of the system. Other medical products in use during the event include: brand name evolut fx plus valve; product ID evfxplus-23 (serial: (B)(6); product type: 0195-heart valves; implant date 2025 (B)(6); explant date n/a the codes present in section h6 correspond to multiple components/products that comprise this reported event. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Additional information received shows there is no information to reasonably suggest the system reported devices (valve or dcs) may have caused or contributed to a death or serious injury or malfunctioned. Additionally, there was no information to suggest a device-related issue. The information provided, including the physician's assessment, further supports there was no medtronic device relationship; rather, the adverse event was caused by non-medtronic devices (guidewire and leaf splitting device) at the start of the procedure. Therefore, this event does not meet the reporting requirements in 21 cfr 803. Updated data: b1. Let this supplemental 001 reflect neither an adverse event nor a product problem occurred related to a medtronic device. B5. A second paragraph was added. H6. And additional codes. Coding was updated to align with the fact a medtronic device was not a cause of the adverse event. Corrected data: d. Unique identifier (UDI) # was inadvertently omitted from the initial medwatch report. E1. Initial reporter fax number was inadvertently omitted from the initial medwatch report. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during the implant procedure of a transcatheter valve, a non-medtronic (shortcut) leaf splitting device was used to split the right leaflet. During the leaf splitting procedure, a left ventricle (lv) perforation was observed and the patient died. The cause of death was reported to be due to the lv perforation. Per the physician, the guidewire was suspect to have caused the perforation, and the non-medtronic splitting device was a contributing factor. Per the physician, the valve did not cause or contribute to the death. Additional information was received to clarify the guidewire was a non-medtronic product. Following the perforation, the valve was I mplanted quickly to allow for cardiopulmonary resuscitation to be performed. Per the physician, the delivery catheter system can be excluded as a contributing cause to the death.